Event description:
Following an emergent stent placement, an angio-seal device was deployed. Shortly after deployment, the pt's blood pressure dropped. A CT scan was performed which revealed a retroperitoneal bleed. Manual pressure was applied unsuccessfully. The pt was pale and complained of faintness. The pt's blood pressure improved from 75 systolic to approx 90 to 100 systolic with crystalloids and blood transfusion. The pt was transferred to the operating room where surgical exploration revealed that the anchor of the angio-seal device had not sealed the arteriotomy appropriately. The angio-seal device was removed and the artery repaired. The pt is reportedly doing well. Reopro was administered during the procedure, prior to deployment. Heparin bolus. No act was drawn prior to deployment of the angio-seal device.